Event description:
It was reported that during the treatment of basilar artery (ba-top) aneurysm, a guiding catheter was inserted via right vertebral artery from the inguinal region followed by using a intermediate catheter. A microcatheter was guided over the lesion to the left of posterior cerebral artery (pca). The subject stent was opened and aimed at placement. After inserting it into the microcatheter, the physician started to feel resistance when it was advanced about 4 inches inside the microcatheter. The resistance increased at about 4 inches from the tip of the microcatheter. The physician continued inserting with force but the subject stent was prematurely deployed about 0.5 inch from the microcatheter and it got stuck at the tip of the microcatheter. The delivery wire could no longer be advanced or pulled back. The deployed subject stent was collected by dragging and pulling into the guiding catheter together with the microcatheter. After that, it was changed to arm puncture and the physician replaced it with new devices and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated d4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned in a non stryker guide catheter within a non stryker microcatheter. The subject stent was partially deployed. The stent delivery wire (sdw) was kinked and the non stryker guide catheter shaft was found to be kinked. The non stryker microcatheter was intact. During functional test, the sdw was advanced and the remainder of the stent deployed. The stent was found to be deformed. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The sdw was kinked bent, the stent was deformed and based on the event description the as reported can be confirmed. The returned non stryker guide catheter was found to be kinked which may have contributed to the event. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the treatment of basilar artery (ba-top) aneurysm, a guiding catheter was inserted via right vertebral artery from the inguinal region followed by using a intermediate catheter. A microcatheter was guided over the lesion to the left of posterior cerebral artery (pca). The subject stent was opened and aimed at placement. After inserting it into the microcatheter, the physician started to feel resistance when it was advanced about 4 inches inside the microcatheter. The resistance increased at about 4 inches from the tip of the microcatheter. The physician continued inserting with force but the subject stent was prematurely deployed about 0.5 inch from the microcatheter and it got stuck at the tip of the microcatheter. The delivery wire could no longer be advanced or pulled back. The deployed subject stent was collected by dragging and pulling into the guiding catheter together with the microcatheter. After that, it was changed to arm puncture and the physician replaced it with new devices and continued the procedure without clinical consequences to the patient.